Manufacturer narrative:
Customer is investigating collection tubes that may have a preservative that could affect nitrite. Customer did not ask for service stating qc has been fine and there have been no other complaints. The cause for the false negative nitrite result is unknown.

Event description:
Customer reported false negative nitrite results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer did not ask for service stating qc has been fine and there have been no other complaints. Customer left voicemail on (B)(6) stating that there have been no other complaints from physicians or incidents with this atlas regarding nitrite results vs. Culture and sensitivity. No root cause was able to be identified for the two isolated events.